Manufacturer narrative:
Visual inspections and results: bullet tip condition: na. Desufflation lever condition: na. Inner gasket condition: na. Obturator condition : not conforming. Outer gasket condition: na. Reset button condition: na. Sleeve condition: na. Stopcock condition: na. Trocar condition: not conforming. Functional tests and results: does safety shield retract: na. Flapper door functional: na. Lockout functional: na. Analysis conclusion: based in the visual examination it was confirmed the lens to be damaged which may cause the trocar to fail to penetrate. No conclusion could be reached as to how the lens was damaged. Co reviews each incident as it occurs in an effort ot continuously improve co's products.

Event description:
The device was used during a laparoscopic nissen fundoplication procedure. It was reported the surgeon was using the 512o to gain access into abdominal cavity. A 5mm, 30 degree laparoscope was used inside the device. The surgeon could not get the 512o through the abdominal cavity. It was reported the laparoscope wiggled inside the device and scraped the plastic. Another 512o was opened and the same difficulty was encountered. The surgeon then used a 355ld and under direct visualization was able to place the 512o intraabdominally. It was reported by the surgeon the pt had tough fascia and it was reported by the rep the pt had flaccid peritoneum. There was no consequence to the pt.